Event description:
Endovascular graft was placed successfully. Post angiogram, the physician viewed what he felt was a type I endo leak at the proximal sealing site. With the placement of the main body extension at the site of the noted endoleak, all visible signs of endoleak were successfully resolved. In retrospect, the noted endoleak was thought to have possibly been a type ii endoleak.